Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient fell about 5 weeks ago, (B)(6), and they had a sudden return of symptoms. The fall messed up their control of symptoms; they had no control at all for days. It was noted that they went to the healthcare provider who did an x-ray and said that the lead looked fine. The healthcare provider then programmed the ins on program 2 at a comfortable level, but it only seemed to be controlling 1/3 of the patient¿s symptoms. It was noted that the patient is intermittently able to get to the commode prior to having an accident. It was noted that they were bedridden due to the back pain from the fall but confirmed that the fall was not related to the device or therapy. It was noted that they had an appointment with their healthcare provider scheduled for (B)(6) 2019, and they were scheduled to have an epidural due to back pain from their fall. On (B)(6) 2019, it was noted that the patient had gone to the healthcare provider where their ins settings were adjusted. It was reported that ¿a couple times over the past week the patient had accidents and apparently did not receive any notification.¿ they woke up and their pad and pants were wet, and they didn¿t know anything was happening. Troubleshooting found that stimulation was on, on program 4 at 2.1v, which was confirmed to be the setting that the healthcare provider had adjusted the device to in office. They then adjusted the stimulation to 2.4v where the patient confirmed feeling stim comfortably in the correct area. No further patient complications are anticipated or expected as a result of this event.